Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s dad reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 450 mg/dl at the time of incident and the current blood glucose of the patient was 89 mg/dl. Customer treated with manual injection. Customer stated the insulin pump had insulin flow block alarm. Customer reported they did not feel okay to troubleshooting. The insulin pump will not be returned for analysis.